Event description:
It was reported that the left l4 screw was not placed according to the surgical plan. The screw was removed and repositioned intra-operatively.

Manufacturer narrative:
Investigation confirmed that there was no system malfunction found. The root cause was user technique. This issue does not pose a risk to health and there are no new safety concerns associated with this issue.